Event description:
Info received indicates upon inspection of bed, the technician found the brake mechanism was not providing quite enough tension to the brake casters, causing them to move slightly.

Manufacturer narrative:
The technician replaced the brake mechanism to repair the bed.